Event description:
Health care professional (hcp) reports a cracked header noted during pt use. Estimated blood loss of 50cc to 100cc's reported. Hcp reports the dialyzer was reuse #2. No pt injury and no medical intervention required per hcp.